Event description:
Customer reported that an 840 ventilator has a blank graphical user interface (gui) display screen. The device was not being used on a patient when event occurred .

Manufacturer narrative:
Covidien reference # (B)(4). Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui touchframe printed circuit board (pcb). The device passed extended self-test (est).